Event description:
Boston scientific received information that this right ventricular(rv) lead was exhibiting noise and out of range impedance measurements which had triggered the lead safety switch (lss) on the associated device. Device interrogation found numerous ventricular tachycardia (vt) episodes. The patient is programmed aai mode and is not pacemaker dependent. No additional lead testing was performed and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional details were unsuccessful and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently removed from service. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the return lead segment was performed. Visual inspection noted an eleven centimeter terminal segment was received. Microscopic visual inspection noted stretched coils at the distal end. Resistance testing confirmed the electrical continuity of the returned segment. Laboratory evaluation determined the lead damage occurred during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.